Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had given multiple delivery anomalies. The customer stated that the insulin pump had been programmed to deliver 12 units of insulin but had only delivered 9 units when it stopped without giving any alarms. The customer then checked every bolus delivery and found that sometimes boluses were not completely delivered, which resulted in him having high blood glucose levels. Troubleshooting was performed and the insulin pump passed the high pressure test. Nothing further was reported.